Event description:
Information was received from a foreign healthcare provider via a manufacturer's representative regarding a patient with an implantable pump. On (B)(6) 2022, it was reported that a revision kit could not be used during a pump change because the clear plastic connector was defective. The catheter could not be inserted and connected to the other end of the catheter. The catheter and connector were discarded. The catheter was changed out and a new catheter was implanted. The issue was considered resolved at the time of the event. The patient's status was listed as "alive - no injury".

Manufacturer narrative:
Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 28-aug-2022, UDI#: (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.